Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was unknown. The caller stated that the customer's doctor wanted the customer to begin insulin pump therapy because he had experienced the low blood glucose event. The caller added that the customer had seizures and arthritis. It was also reported that the customer had issues with pressing the buttons as well. The caller was advised to refer to a remote, which may help the customer with bolus deliveries. The caller was also advised to have the customer's doctor call in order to document the hospitalization and troubleshoot the insulin pump. The customer was still in the hospital and requested a new insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.